Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported right output connector was not working properly. Analysis was able to confirm part of the battery drawer was missing. Analysis also noted that the lower part of the display was missing two lines and the upper case was broken. The epg was returned to the customer without repair. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) right output connector did not work properly and the battery door was missing. The status of the epg is unknown. There was no patient involvement.